Manufacturer narrative:
This is our initian and final report on this incident.

Event description:
During validation after installation, the customer experienced intermittent issues with ih-cell a1, b reagent recognition (barcode unreadable / reagent empty despite full vial). Troubleshooting confirmed correct reagent reference and stable connectivity. A subsequent technical support investigation identified incorrect reagent position mapping (positions 5 and 6 mapped to the same location), leading to aspiration attempts from an unloaded position. A reagent area teaching procedure corrected the mapping. Problem: the instrument encountered a target out of range error 0x030402 for the pipettor y axis (see qn (B)(4)), action: the fse adjusted the positions to overcome this error. The fse did not follow correctly the "ih-500 ni pipettor object out of range" procedure (*), combined with the lack of the software safety feature the wrong position was saved. Consequently. Position 3 was accessed instead of position 4. (*) most probably did not drive the pipettor to the corresponding position in the 2nd row, but a position beside the affected position (see 6.2.4 in the procedure). Testing: the issue was detected during a control run. After replacing the instrument parameter with an older version, the fse was able to setup the reagent positions correctly. Injury: no injury or harm reported, malfunction detected by control run, log analysis confirmed that no patient sample were processed in the period were the reagent coordínate were not setup incorrectly.